Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridges did not fit correctly on the pump. Reportedly, there were gaps near the pneumatic tap and near the head of the cartridge. Customer's blood glucose level was not impacted as the pump was not yet used for therapy.